Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
During a transfemoral tavr procedure, the sapien valve embolized ventricular. The patient was converted to open heart surgery. Per report, ¿percutaneous access with perclose technique bilaterally. Physicians had some trouble with lcia on contralateral side which was aneurismal and decided to use a longer sheath on that side to get past the cia into the aortic bifurcation. Wires passed with ease. Wire crossed valve with normal difficulty. Tee pre-case showed a 24mm annulus. After getting an area of 570mm2 on m2s physicians were concerned valve may be undersized for a 26 mm. They decided to do a pre-deployment bav sizing with a 25 mm x 4 cm braun xxl balloon to its nominal chart volume of 34.5cc. The bav with contrast injection was successful and there was no leak around the balloon and in fact the balloon looked large in the annulus. Coplanar angle was very good from m2s; nice alignment. Wire was slightly preferential to the non-coronary cusp but it was sitting perpendicular to the valve plane. The wire was slightly long in the ventricle but nothing out of the ordinary. We used the non-coronary cusp to align the valve 40:60 and did a very slow balloon inflation. Pacer capture was good, no missed beats. Sapien ejected into ventricle during deployment. It happened very suddenly, it lurched forward several mm. No pressure was put on the delivery system. The inflation was slow. The patient was converted to open heart surgery.¿ per team discussion, the starting position for the valve was 40:60. The team decided it was well sized due to the bav but it was not heavily calcified and after the 25mm bav the native valve was probably very open and could not hold the valve in place. Additional information: the valve position post deployment was 10:90 ventricular. The native valve/leaflet calcification was described as severe; aortic root calcification was mild. The stj diameter was 30.9mm; sov diameter was 35.1mm. There was no ventricular septal hypertrophy. Coaxial alignment of the delivery system and the valve was described as fair; the image intensifier angle was appropriate. There was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 60 percent.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case the exact cause of the ventricular embolization cannot be confirmed. The case imaging was requested, however it has not been provided. It is possible patient and procedural factors [less than optimal coaxial alignment of the valve and delivery system, minimally calcified aortic annulus], may have caused or contributed to the ventricular embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.